Manufacturer narrative:
In section d, the device serial number (B)(6) was added and the lot number (10150227) was added in the lot number field.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally.